Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention to address the issue on (B)(6) 2016. During the procedure, the doctor had to explant and replace the ipg because the scrub technician dropped the ipg. The same pocket site was used. Follow-up revealed the patient no longer had pain at the ipg site.